Manufacturer narrative:
(B)(6). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that during the implantation of a tecnis (B)(4) intraocular lens (iol) the haptics stuck to the edge of the optic or at the back of the iol. The procedure was completed successfully and there was no patient injury reported.

Manufacturer narrative:
A review of the manufacturing records was performed. No deviation or non-conformance reports (ncr) related to the complaint were generated during the manufacturing of the lens. All process operations presented in the manufacturing record from product generation to product boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. The documentation shows that the lens was manufactured according to specifications. A review of the manufacturing procedures was done during the period when the lens was manufactured and did not show any changes that were related to the reported complaint. The lens met all manufacturing specifications prior to release. Date received by manufacturer is corrected to 03/24/2015. All pertinent information available to abbott medical optics has been submitted. Placeholder.